Event description:
The advocate stated her daughter ran a blood test on the contour next link, and the meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter¿s memory.no adverse event was alleged.new strips and meter were sent to the customer. The test strips were expected to be returned for evaluation.